Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostim lator. (B)(4).

Event description:
A consumer's family reported that the patient was having lot of dyskinesia and they would like to check her therapy to confirm therapy was on. It was indicated that both side implant showed therapy was on/ ok. A couple days later, it was further reported that the patient was still having a lot of dyskinesia and said they would follow up with health care provider. Information received from the company representative on jan 17 2016 reported that there was high impedance and this was taking on the day of this call. The patient active parameters setting were c+-1, 3v, every combination with electrode 3 read >40000 ohms. It was indicated that patient took a fall at the end of (B)(6) 2015. The out of range electrode was being used in programming and this was causing therapy problems. The change in symptom was considered sudden. A reprograming was noted and the cause of high impedance remains unknown. The indications for use for this patient were parkinson's dual and movement disorders. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent